Event description:
It was reported the patient had a standing x-ray a month prior to report and the x-ray was up right against the patient¿s implant. The patient might have been affected by it. The patient had a return of symptoms. They went to their health care professional (hcp) to get reprogrammed and initially the hcp had trouble and that is why they thought the patient¿s device might have reset. They didn¿t use the programmer to check the patient¿s implant after the x-ray incident.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0pdv4, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0rr28, implanted:(B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. (B)(4).